Event description:
Patient udergoing diagnostic laparoscopy for pelvic pain. Co2 laser was being used to burn areas of endometriosis. On approximately the second firing, the laser beam "jumped" from the targeted position and burned a small area adjacent to the endonetriosis. Use of the co2 laser was discontinued and the surgeon used electrocautery to finish the case. The laser was test fired prior to the case and was used the day before without incident. Service representatives called the afternoon of 11/12/92 and the laser was taken out of service until cleared by manufacturerdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed. Results of evaluation: design - human factors, anticipated adverse reaction - short term. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.